Event description:
A falsely elevated sodium result was obtained on a patient sample. It is unknown if the result was reported to the physician. After discordance was recognized, the sample was re-run and a lower result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was improper grounding of the imt module. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account corrected the grounding of the imt module. The instrument is performing within specifications. No further evaluation of the device is required